Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow keypad button was intermittently sticking when pressed and noted the button was indented. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The up and down arrow buttons on the keypad were found to be intermittently responding to presses; the up arrow button sticking issue was not duplicated during testing. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and faded.